Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon rupture occurred. The 100% stenosed lesion being treated was located in the mildly calcified, moderately tortuous distal right coronary artery (rca). The physician felt resistance while advancing the 1.5x20mm maverick balloon catheter to the lesion. On the first inflation the balloon ruptured. The balloon was removed intact. No pt complications were reported. Pt status reported as "good".

Manufacturer narrative:
Product analysis confirmed balloon burst/ruptured, tip damage, balloon torn/split and shaft damage. The returned device had the stopcock attached to the hub and blood was present in the device. The balloon, shaft and tip were inspected for damage. The balloon was torn .05 centimeters proximally from the distal tip. The inner, in the same location of the balloon tear appeared to be flat/crushed. The distal tip end was flared and the middle of the tip was kinked. It was not possible to determine how or when the damage occurred. The exact cause of the difficulties experienced during the procedure could not be determined. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Though the exact cause of the reported event was not determined, the most probable root cause is considered operational context.